Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity above pre-vns baseline frequency. It was reported that the pt experienced 15 seizures one day and 11 seizures so far the next day at the time of the initial report. It was reported that caregivers were able to abort the seizures by initiating magnet mode stimulation. The pt's neurologist was on vacation and it was reported that caregivers were advised by neurologist's office to take the pt to the emergency room for eval if they felt that the seizure increase was a medical emergency. The pt was taken to hosp emergency room by caregivers and reportedly experienced 50 seizures while in hosp emergency room. Valium ivp was administered three times during the emergency room visit and a prescription for diastat was written for use upon discharge from hosp emergency room. Caregivers cannot tell if the pt feels stimulation as pt is nonverbal. The pt has reportedly suffered no recent injury or trauma that may have damaged the vns therapy system. Caregivers plan to follow-up with treating neurologist.